Event description:
Rupture occurred during preparations. It was placed in water, with air passed through balloon lumen, with air flow noted through the proximal electrode connector.

Manufacturer narrative:
The actual device involved in the incident was returned for evaluation. Microscopic examination of the unit indicates that the balloon did not burst and is fully intact. It appears that the shoulder of the balloon has been damaged (nicked) during the manufacturing process of the part.